Event description:
It was reported that during the trial, the external stimulator was not working properly. It was replaced with a new stimulator and the trial was continued during which time the patient felt stimulation intermittently. Before the end of the trial, the patient developed and infecton at the lead site and the lead was explanted. The patient was implanted with another lead and started another stage I trial. Further information is being requested from the hcp.